Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported the infusion sets to his infusion device do not stay in. Pt stated he has to barely hit it and the infusion set comes out. Pt reported he has been receiving elevated blood glucose levels for the past 6 weeks. Pt stated he has not noticed any bent or kinked cannulas. Pt reported his infusion site has been leaky. Pt stated his blood glucose level can deviate up to 350 mg/dl. Pt's normal blood glucose range is 70-100 mg/dl. Pt uses the insertion assist plus device to insert the infusion sites. Pt reported his blood glucose levels are back to normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.